Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event was likely caused by improper device handling by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that two hf-resection electrode loops broke inside the patient during a therapeutic surgical hysteroscopy. The issue occurred in the middle of the procedure when cutting a fibroid very hard. A fragment of this resection loop fell inside the patient, and the doctor considered that the fragment came out when pieces of the remaining fibroid were removed. The procedure was delayed by about 20 minutes with the patient under epidural anesthesia and was completed with a similar device. There was no harm or user injury reported due to the event. The medwatch under related patient identifier (B)(6) reports the other resection loop that broke but did not fall inside the patient.